Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed/replicated the customer reported complaint. The endoscope failed self-test on the test console, the diagnostic tester for low voltage and vch current test. The endoscope failed to provide video in both eyes, one of the endoscope buttons was found with an electrical issue and was no longer functional, the endoscope was found to have a flash issue on the pca board residing at the cable connector, and no light was present in one or both hirose fiber cables, confirming one or both communication cables were not functioning properly. In addition, the endoscope failed internal diagnostic testing with low light output levels in both eyes, the housing was found to be discolored, the camera instrument adapter did not rotate properly due to increased friction at the bearing, and a minor cut to the cable insulation was found; the damage was located at the midpoint of the cable. The cable test passed and the light leakage test failed.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the surgeon was not able to move the arms correctly. The customer informed that things were colliding. After, the customer had performed a power cycle and a hard reset on the system. An isi technical support engineer (tse) reviewed the system error logs and did not find any relevant errors. The customer re-installed the 30-degree endoscope that was used prior to the power cycle and the issue re-occurred. The tse recommended the customer have the surgeon confirm the endoscope orientation was accurate on the surgeon side console (ssc) touchpad. Once the surgeon flipped the orientation on the ssc, the surgeon informed it was working normally. The procedure was completed with no reported injury.